Manufacturer narrative:
Concomitant medical products: w4tr01, crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the left ventricular (lv) lead pulled back and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.